Event description:
Following intraocular lens (iol) implant surgery a consumer reported swelling in the back of the eye. She is currently being treated with medications. Additional information was requested.

Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was unrelated to product as returned questionnaire states the device did not cause/contribute to the event. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in this lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).